Event description:
Reported indicated that the pt would be having their vns lead and generator removed and stated that the vns would cause the pt to choke while eating. The device has been disabled since (B)(6) 2010 and the choking has persisted. The vns lead and generator were explanted. The explanted products have been returned and are currently undergoing analysis. Attempts for further info have been unsuccessful to date.